Event description:
On (B)(6) 2013, the pt received fractional laser treatment on her face. The pt presented with a "dime sized glabellular necrosis," resulting in a scar between the eyebrows.

Manufacturer narrative:
The operator manual indicates the following complications may be associated with the non-ablative laser system: blistering or burns may develop over the treated areas. The tip used for the procedure was not returned for eval. Multiple attempts to obtain additional information were unsuccessful.